Event description:
It was reported that after inserting the product into the patient, the pilot balloon was deflated. After the device was removed, leakage of air from the cuff was detected. No patient injury was reported.